Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and was able to verify but not to duplicate reported issue. The root cause of the issues is suspected to be the faulty reed switch sw5, but could not be confirmed. The customer's device is archived by stryker. The customer has been provided with replacement device.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.